Manufacturer narrative:
A ge service rep performed an onsite investigation. The breaker contacts were retightened. The system was then found to be operating as intended.

Event description:
The customer reported that the on/off button did not work anymore and the system would not boot up. There is no report of pt injury associated with this event.